Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is needed because the patient refusing to schedule an office visit back on (B)(6) 2014 and an alarm sounding because the pump was "supposed to be empty in (B)(6)" is an allegation of a device failure, which suggests a possible failure of a device, labeling or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the patient refusing to schedule an office visit back on (B)(6) 2014. It was assumed the alarm was due to the pump being empty because it was supposed to be empty in (B)(6). Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported a critical alarm was heard and telemetry had not yet been performed. The patient had last seen the health care provider (hcp) in (B)(6), and they had since parted ways. The patient refused to schedule an office visit back on (B)(6) 2014. The patient never called back to reschedule and never received treatment from another physician. The pump began critically alarming, then stopped alarming, then started critically alarming again. The alarm had been going off since (B)(6) 2014. It stopped in (B)(6), and began alarming again in (B)(6). The hcp's records as of (B)(6) 2014 (last pump refill) showed the alarm date to be (B)(6) 2014. It was assumed the alarm was due to the pump being empty because it was supposed to be empty in (B)(6). The patient planned to exercise the ¿permanent pump off¿ option, and he requested the ¿pump off password.¿ the medication delivered via the pump was hydromorphone. Additional information has been requested regarding symptoms, interventions and the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.